Manufacturer narrative:
Section h6 additional code added to evaluation code result medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 840 ventilator generated a device alert indicating breath delivery (bd) power on self test (post) failure, could not access service mode and the breath delivery unit (bdu) series number disappeared. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter - event reported by distributor listed below on behalf of the customer (B)(6) technical service engineer no. (B)(6). Vietnam issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 840 ventilator generated a device alert indicating breath delivery (bd) power on self test (post) failure, could not access service mode and the breath delivery unit (bdu) series number disappeared. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the breath delivery (bd) xena ii printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One bd xena ii pcba was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcba was attached to test ventilator and powered up. The unit failed post. All the light-emitting diodes (leds) were illuminated on the bd diagnostic led array. The fault was isolated to component u27 (microprocessor). If a failure of the u27 component, while in use on a patient occurs, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to fault in the bd xena ii pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.